Event description:
Customer reported a malfunction on the pump, citing three previous occurrences of the same issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer attempted to reset the pump and use it, but if unsuccessful, planned to use an alternate therapy. Tandem technical support confirmed details with the customer, including shipping address, advised on steps for handling the replacement, and instructed the return of the malfunctioning pump using a pre-paid label. A replacement pump was sent to the customer.